Event description:
The customer reported that the insulin pump alarmed due to a loose drive support cap. She did not receive the alarm while priming. The blood glucose reading was 122 mg/dl at the time of the call. Advised the customer that the insulin pump would be replaced. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump alarmed a33 during the basic occlusion test due to protruded/loose drive support disk. Cracked battery tube threads, broken belt clip slot and cracked reservoir tube lip noted.